Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an alarm that occurred during dwell cycle one of four. The technical services representative (tsr) assisted the home patient in clearing the alarm. The patient would complete therapy using new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.